Event description:
On (B)(6) 2009, the patient underwent a surgical procedure where a cancello-pure 12mm evan bone wedge xenograft and a right claw plate was implanted. At an unknown date, the right claw plate broke, the patient had non-union and pus.

Manufacturer narrative:
Medical records have been requested from the physician. Investigation in process.